Event description:
Information was received indicating that a patient did not stop their smiths medical cadd-legacy duodopa ambulatory infusion pump during the night. Per reporter the patient was advised to continue with their morning routine and no adverse patient effects were reported. It was reported that the prescription was duadopa intentional gel 100ml cassette; strength/dose: 5mg/1ml, 20mg/1ml; frequency 1d. Per reporter no further information was available.